Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedance anomaly was not verified. Dried body fluid was found in the lead and after cleared no anomaly was found. Electrical measurements were found normal.

Event description:
It was reported that the lead was not implanted due to high impedance.